Event description:
A customer technical advocate (cta) was contacted with regard to elevated wbc results reported for one pt. An initial wbc=34.2 k/ul was generated using a cell-dyn 1700 analyzer. The pt was hospitalized due to the high wbc result and given antibiotics (claforan 400 mg IV). The hosp repeated the wbc andobtained a 8.8 k/ul result.